Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. As a result, the patient's scs system was explanted on 26 april 2019. There is no additional information at this time.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient's infection is controlled.